Manufacturer narrative:
Product complaint #(B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that a dr. Was performing a matrix lumbar fusion and upon inserting the sacro-iliac screws, the screwdriver retaining sleeve broke at the distal end tip. The end threads became undone,. The nurse discarded the sleeves. It was also reported that nothing fell into the patients, as there were no delays during the surgery and the short retaining sleeves were used for the remainder of the case. There is no more information to provide. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity unknown) this complaint involves two (2) devices. This report is for one (1) holding sleeve-long for matrix. This report is 2 of 2 for (B)(4).